Event description:
Reference to importer report number: (B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The pump was tested three times for volumetric accuracy with a rate of 250 ml/hr and 25 ml for 6 minutes tested in spec: first test (main): 25.0 ml or 100% of expected volume in 6 minutes and 0 seconds. Second test (main): 25.1 ml or 101% of expected volume in 6 minutes and 0 seconds. Third test (piggyback): 25.3 ml or 102% of expected volume in 6 minutes and 0 seconds. The pump performed within specifications. In a follow up call to the facility, the reporter stated that she was unable to provide a date that the incident occurred on or the rates that the pump was set to infuse at. She stated the nurses saw that the pump was taking longer to infuse. The pump was taken out of operation prior to being returned. The reporter confirmed there were no adverse reactions associated with this incident. The pump's operational log was reviewed. On (B)(6) 2013 at 5:32:06 pm, the line was confirmed and the pump was ready for infusion. At 5:32:30 pm, a new vtbi (volume to be infused) and rate were set to 200 ml and 50 ml/h respectively. At 5:32:38 pm, the pump was started. The infusion was stopped at 8:37:43 pm with a total of 145.89 ml infused or 100% of expected volume. At 8:28:11 pm, a new vtbi was set to 200 ml with a new rate of 400 ml/h. At 8:28:18 pm, the pump restarted. The infusion was stopped at 8:50:57 pm with 150.93 ml infused or 100% of expected volume. At 8:51:06 pm, the infusion was re-started with new rate of 420 ml/h. The pump ran until 5:58:07 pm with the infusion completed and automatically switched into kvo (keep vein open) mode. A total of 49.06 ml infused or 100% of expected volume. The kvo mode was turned off at 9:00:13 pm. At 9:00:19 pm, a new vtbi was set to 50 ml. At 9:00:20 pm, the infusion was restarted with the previous programmed rate of 420 ml/h. The infusion was stopped at 9:04:11 pm when an upstream alarm occurred. A total of 26.98 ml was infused or 100% of expected volume. The alarm was confirmed at 9:05:15 pm. At 9:05:39 pm, a new vtbi was set to 120 ml with a new rate of 240 ml/h. At 9:05:49 pm, the infusion was restarted. The pump stopped due to a pressure alarm at 9:17:41 pm. A total of 47.25 ml was infused or 100% of expected volume. The pressure alarm was confirmed at 9:19:10 pm. At 9:19:13 pm, the infusion was restarted at the previous rate of 240 ml/h. The infusion was stopped at 9:19;21 pm. A total of 0.57 ml was infused. (Per the user manual, volumetric accuracy of +/- 5% is only guaranteed for intervals of >2 min. At a rate of 25.0 ml/h). At 9:19:33 pm, a new vtbi was set to 90 ml. At 9:19:34 pm, the infusion was restarted with the previous rate of 240 ml/h. The infusion was stopped at 9:26:30 pm due to a pressure alarm. A total of 27.51 ml was infused or 102% of expected volume. The pump was turned off at 10:45:43 pm remained not used for the rest of the day. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of event. All available information has been forwarded to the device manufacturer, if additional pertinent information becomes available, a follow up report will be submitted.